Event description:
The disposable loading unit was used with a disposable stapler during a laparoscopically assisted vaginal hysterectomy procedure. The jaws would not open after the device was reloaded. The surgeon used another device to complete the prcoedure. The hosp has stated that no pt injury occurred.